Event description:
On (B)(6) 2010, pt reported hypoglycemia after programming suggested bolus amount into infusion device. On (B)(6) 2010, at 12:30 a.m, blood glucose was 300 mg/dl. Pt delivered a correction bolus of 3.3 units, per bolus calculator. At 5:30 a.m, husband noticed pt was unresponsive and blood glucose was 28 mg/dl. Target blood glucose is 100-120 mg/dl. Husband administered a glucagon injection and called paramedics. Paramedics treated pt with glucose IV. An hour later, blood glucose elevated to 209 mg/dl. Pt was not transported to hospital. Pt was working with medical professional to adjust basal rates and insulin parameters in bolus calculator. Pt did not know how to make adjustments to insulin sensitivity as recommended by medical professional. Infusion set is changed every 2-3 days. Infusion device buttons are functioning as intended. Pt died not prime while connected to infusion set. Pt did not forget to bolus or eat. Infusion device was not dropped or exposed to water. No alcohol was consumed and there were no medical or exercise changes. Clinical specialist met with physician and was provided orders to assist with adjustments. Pt reported she would not use bolus calculator until adjustments were made. No product was requested for eval.

Manufacturer narrative:
No product will be returned for eval.